Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
While performing onsite service for the device, an authorized field service engineer (fse) noted that the display for the unit was dim. There was no patient involvement.